Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to switch to an alternate form of insulin therapy using multiple daily injections and to return the pump using a pre-paid label within 10 days. The customer understood and agreed to the instructions provided.